Manufacturer narrative:
The device was received partially deployed. The formed needle did not retract and was observed protruding past the needle well. Upon opening the device, the formed needle was found dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula caused the inability for the needle to retract. The hard cannula was observed to be bent. It could not be determined when this damage occurred. Excess material was observed on the slide retract. The incorrect installation of the hard cannula caused this damage to the slide retract. An 0x1c alarm was observed in the data, indicating the device ran until expiring. The device operated as intended in this regard.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.